Manufacturer narrative:
Combination product: yes-

Event description:
It was reported that the lead was capped due to low sensing in the ventricular channel.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 2021 and september 2024 recorded the constant decrease of the sensing amplitude from initially 14 mv to <2.5 mv. The analysis of the provided iegm episodes no. 63 and 61 from august 18, 2024 revealed artifacts on the ff and rv channel, which led to oversensing and in episode no. 63 also to shock delivery. The morphology of the signals indicate artifacts from an external source. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.